Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer and the monitor was replaced along with fixing the wiring issues. The system then passed the system checkout and was found to be fully functional. Analysis on the returned computer showed no failure found when analyzed. Device manufacturing date is unavailable. Concomitant medical products: product ID: 9736119r, lot #: 1747732. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site navigated to the images task and the monitor displayed "no input detected". The system was hard shut down, no patient present. It was later noted that after booting up the system, the monitor displayed a purple/pink hue.